Event description:
Procedure type: unknown. According to the reporter, the anvil did not tilt on two devices during the same operation. The surgeon had to do the anastomosis through the mediation on a traumatized esophagus. Reportedly, no blood loss or tissue loss occurred. The surgery time was extended.